Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient developed an inguinal hernia approximately at the same time as starting peritoneal dialysis treatment. However, patient refuses to get it repaired. The patient was recently hospitalized from (B)(6) 2018 for a pleural effusion. The treatment received was thoracentesis on both sides. Peritoneal dialysis continued during hospitalization. The causality was suspected to be patient's pre-existing mitral valve stenosis for which he was placed on a pacemaker.

Manufacturer narrative:
Report of hernia removed. Hernia has been reported in a separate case. Clinical evaluation: there is no documentation to show a causal relationship between the patient¿s dyspnea, pleural effusions, fluid volume overload and subsequent hospitalization and the liberty select cycler. Additionally, there is no reported allegation of a device malfunction for this event. There is a temporal relationship between pd therapy on the liberty select cycler and the adverse events. However, the patient had extensive cardiac issues which he was treated for during the hospitalization which most likely caused or contributed to the events. It is unknown when the pleural effusions and fluid volume overload started as the effusions were initially seen on chest x-ray on (B)(6) 2018 during a hospitalization for cardiac pacemaker replacement.

Event description:
A peritoneal dialysis nurse reported that the patient was recently hospitalized from (B)(6) 2018 for a pleural effusion. The treatment received was thoracentesis on both sides. Peritoneal dialysis continued during hospitalization. The causality was suspected to be patient's pre-existing mitral valve stenosis for which he was placed on a pacemaker.